Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states that both head and foot motors are noisy and not holding position.